Event description:
It was reported that the ilet issued an occlusion alarm while the user was wearing a contact detach steel infusion set with 23-inch tubing on the abdomen, with repeated occlusions and persistent hyperglycemia up to 395 mg/dl that resolved only after changing the infusion set; replacement supplies were arranged. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to treatment or therapy without hospitalization. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed an obstruction of flow associated with the connector/coupler, with deformation identified as a contributing factor. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.